Event description:
During eval, the force sensor sockets were found to be damaged. The pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
The pump was returned to animas for evaluation. During eval, the force sensor sockets were found to be damaged. The pump history indicated that loss of cartridge detection had occurred which could not be duplicated during eval.